Event description:
Complaint is reported as: when two "c" size batteries are installed into the handle the battery retainer cap begins to heat. This occured during post inspection, after sterilization.

Manufacturer narrative:
Product has not yet been received by manufacturer, therefore, investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.